Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to power on. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.